Manufacturer narrative:
No medwatch form was received.

Event description:
It was reported that the pulse generator's battery suddenly decreased towards end of life (eol). The patient presented to emergency unit with an escape rhythm of 35 bpm. Prior to device change out, interrogation using a merlin pcs showed a pacing failure. Rhythm was not detected and the patient displayed asystole. Removal of the telemetry wand resulted in recovery of pacing. The pulse generator was removed and replaced.